Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump funder infused the programmed amount during patient therapy in the oncology unit (medication and delivery rate unknown). A 500-ml bag had 80-100-ml left when the infusion ended prematurely. The set used came from lot r15c25079. It was also reported there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be in specification in relation to the reported symptom, pump was under infusing, which was not confirmed or reproduced during evaluation. The device passed all flow rate testing and no component could be identified for causality. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-11195 can be removed from the FDA database.